Event description:
Additional information received from a manufacturing representative reported the patient was seen this week for follow up and they were doing well with their system. The patient's health care provider (hcp) had found settings that were working well for the patient.

Manufacturer narrative:
Product ID 3387s-40, lot# va0lzzm, implanted: 2015 (B)(6); product type lead product ID 3387s-40, lot# va0lzzm, implanted: 2015 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2015 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2015 (B)(6); product type extension. (B)(4).

Event description:
A consumer reported that since getting deep brain stimulation (dbs) they were not stable and they fall more easily. The patient had to watch how they put their feet down when getting up and out of a chair. The patient stated, their health care provider (hcp) got the left side okay, but the right side was not helping their symptoms. The hcp was having trouble adjusting the right side and they were now feeling stimulation in their tongue. The patient had a lack of therapeutic effect on their right side. Some reprogramming had been attempted and they had an appointment scheduled for 2015 (B)(6). The patient had met with a manufacturing representative a week prior to this report for reprogramming. The patient's indication for use is essential tremor and movement disorders. No interventions or cause of the event were reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.